Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 700mg/dl at the time of the incident. The customer reported that she was having high blood glucose because of her infusion set. She said that she already took some insulin shots and that she did not want to troubleshoot since she knows it¿s the infusion sets that are having a problem. The insulin pump will not be returned for analysis.